Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 31jul2024. List. No further action required. Supplemental medwatch submitted to the FDA via emdr on 14mar2025. Added CAPA 688593 to the reference numbers. Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side intracapsular rupture diagnosed by palpation. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported " intracapsular rupture for the left side device diagnosed by palpation." The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported, "intracapsular rupture. For the left side device. Diagnosed by palpation". The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified. It is not possible to determine, the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6 b1 d6a d6b h6.

Event description:
Healthcare professional reported "intracapsular rupture for the left side device diagnosed by palpation." The device has been explanted and replaced with another manufacturer's device.